Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. Customer¿s blood glucose level was 184 mgdl at the time of the call. The customer declined troubleshooting for low blood glucose level. Customer stated the insulin pump alarmed no delivery and troubleshooted. Advised customer the alarm was caused by infusion set or reservoir occlusion. The product was not returned for analysis.